Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between ipg and external devices. Reportedly, the patient last charged the ipg about a year ago. Subsequently, surgical intervention was taken wherein the ipg was explanted and replaced with another model which resolved the issue.